Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction occurred due to a drive storage issue. A field service engineer deleted the sql dumps from the server folder to create 14 gigabytes of disk space to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue with the c drive storage. The customer reported that they were unable to dial in due to the c drive being full, and the pyxis was in critical override. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.